Manufacturer narrative:
The insulin pump had a minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, cracked lcd window and missing reservoir tube o-ring. Reservoir unable to lock in place and unable to perform the displacement test due to reservoir tube lip completely broken off.

Event description:
Customer reported via phone call that insulin pump had cracked reservoir compartment. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.